Manufacturer narrative:
E1: (B)(6). H3: one device was returned for analysis. The device has not been serviced in the last 12 months. The device was in overall good condition. Functional testing replicated the problem. The cause of the primary problem was a faulty downstream occlusion (dso) sensor. The dso sensor was not replaced, and the device was scrapped.

Event description:
It was reported that the device was getting failed on patient-controlled analgesia (pca) and flow. There was unknown patient involvement and unknown patient harm/adverse event reported.